Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing reference: 2182269-2019-00042, 2030404-2019-00021, 2182269-2019-00043 during an atrioventricular nodal re-entrant tachycardia procedure, a pericardial effusion occurred. During ablation, a steam pop occurred. Ablation was stopped and the patient's vitals were monitored but remained stable. No temperature alarms were noted. Ablation was continued without difficulty and the procedure was completed successfully. In the recovery room, the patient developed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. No other performance issues occurred with any abbott device.